Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, it was reported that a medstream pump (catalog 91-4200/lot cpjctd, (B)(4)) could not communicate with the control units to identify the amount of medication that is left in the pump. The pump was emptied and filled with saline. The pump had been implanted on (B)(6) 2013 and the event occurred on (B)(6) 2017. Information about the medication that was in the pump was not provided. It was reported that the patient may need re-operation and replacement products. The patient¿s health status was reported as stable.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.